Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 230mg/dl. No further information reported.